Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review not required. Upon investigation of the actual device used in this incident, it was determined that the latch connectors were corroded. A field service engineer cleaned the latch to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had refrigerator door failure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.